Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications reported.